Event description:
Information received indicates the left foot siderail plastic is pulling out from the mounting screws securing it to the siderail arm assembly.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.